Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. Rep states pt notified him that she feels like the incision 'wound' isn't' really healing. Caller did not have detailed info, caller wanted to get the issue documented. Caller to meet with pt tomorrow. Pt reached out to hcp as well. Caller states he was notified by patient that the pt feels like the ins is shocking her. When asked, pt states it feels like it is shocking her everywhere.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the shocking/wound not healing wasn¿t exactly determined but it was reported that they suspected that the patient may have been using the stimulator too high. The patient¿s doctor gave them a protocol to make sure the wound would heal properly, but it was noted that they didn¿t detect any issues with the wound healing at all. It was reported that the rep¿s colleague spent considerable time with them yesterday explaining how to use the system so they believe all was resolved. A new program was given to the patient and there was no shocking sensation noted at the appointment. The patient stated that it was covering the area of pain at a comfortable level of intensity. No open wounds or drainage was noted on assessment from their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.